Manufacturer narrative:
Follow-up #1: date of submission 03/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: a review of the pump black box data revealed that all of the bolus and basal history added up to accurately reflect the user programmed deliveries; however, on (B)(6) 2016, delivery was observed to have stopped. During testing, the pump was exercised for 24 hours on a 1 unit/hour basal program, and the history accurately reflected the insulin delivery. A flow accuracy test was performed and passed with the pump delivering within the required specifications. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked, and the pump casing was cracked near the case seal. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a history/settings (inaccurate delivery) issue; the user reported that the pump was unstable and didn¿t always provide insulin. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.